Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded. Additionally, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue and insulin delivery was resumed. The customer's blood glucose was 320 mg/dl.